Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient no longer got relief from their ins for the past 4-5 days. The patient attempted to turn the stimulation up as it was on high density (hd) settings, but they were unable to feel anything. The patient working hvac (heating ventilation and air conditioning) was listed as a potential cause of the issue. The rep stated that an impedance check showed electrodes 2-6 had all open circuits. The rep programmed around the open circuits and put the patient on a low density setting. The rep stated that the issue was resolved. No further complications were reported. Follow-up was conducted. Additional information was received from a representative (rep) regarding the patient. The rep clarified how working hvac (heating ventilation and air conditioning) was a potential cause of the issue by stating the patient did a lot of heavy lifting, bending, twisting, etcetera in that position. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the percutaneous leads were replaced with paddle leads.